Event description:
It was reported that the customer passed away. Her blood glucose was unknown at the time of death. The cause of death was unknown. It was also unknown if the customer was wearing the insulin pump at the time of death. It was requested that the insulin pump be returned for analysis. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.